Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in anesthesiology when removing the swg from the dilator, it began to unravel. As a result, both were removed and a new kit was opened and used without issue. The swg was removed in its entirety without surgical intervention. A delay was reported, however, there was no harm to the patient due to this delay or as a result of this occurrence.